Manufacturer narrative:
Patient demographics requested. No demographics information has been received. A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable was damaged, which directly caused the reported communication problem. The cable was replaced and the issue was resolved. Part return has been requested, but no part has been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the mobile view station (mvs) and image acquisition system (ias) were not communicating. The procedure was completed successfully without the use of medtronic imaging after a delay of less than one hour. The patient was not impacted. No additional details were provided.

Manufacturer narrative:
The hardware investigation of the returned mobile view station (mvs) interface cable found that the reported event was related to an electrical issue. The cable did not pass bench level testing. The continuity test passed. The 100t test also did not pass showing an open between lines 1 to 3 and an open between lines 2 to 6. The gbit test passed. Both the gbit an 100t testing were performed using a cable validator-nt900. The cable also passed visual inspection. The reported event was confirmed.